Manufacturer narrative:
This lead is not expected to be returned. If this lead is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to exhibited noise, oversensing, pacing inhibition, high thresholds and high out of range pace impedance measurements. No additional adverse patient effects were reported.